Manufacturer narrative:
(B)(4). Event history log review was performed. The flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review, internal battery alarm and a power on self-test were performed. During the power on self-test and the alarm log review a low battery alarm was identified. The alarm was caused by a low battery. The battery was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump alarmed low battery. There was no patient involvement. No additional information is available.